Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage occurred at the site, leading to hyperglycemia and symptoms including polydipsia, dry mouth, and nausea. The patient's blood glucose level was elevated at 375 mg/dl. The patient replaced the infusion set and resumed insulin delivery successfully. No further information available.